Event description:
It was reported that the doctor prepared to perform pre-drilling but the screw broke when the screw was knocked in. No patient injury reported.

Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5mm suture anchor w two ultra braid sutures returned. The complaint stated: ¿according to the standard operating procedure, the doctor prepared to perform pre-drilling but the screw broke when the screw was knocked in.¿ visual inspection shows that the anchor has been fractured from force. The distal threads are also compressed and distorted. The fork tines of the inserter hex tip have been broken off. The conditions also indicate loss of axial alignment. There are no other complaints or related observations during this manufacturing run.